Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated charge time out and charge timeout inactive occurred on (B)(6) 2016.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) experienced a charge circuit inactive status. The charge circuit timeout occurred despite adequate battery voltage. The patient elected to not have their device replaced at this time. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.